Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during postop check that the right atrial (ra) lead exhibited dislodgement. It was also reported that the insulation damage occurred for right ventricular (rv) lead during the ra lead revision. The ra and rv lead were removed and replaced. No patient complications have been reported as a result of this event.